Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a dialysis catheter. The customer states: after the surgery, the dr found 2 holes on the catheter. A male pt was involved. A short term catheter was placed instead.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.